Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or injury? What is the condition of the patient? A manufacturing record evaluation was performed for the finished device lot pbk490, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a correction of concomitant strabismus procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. No additional information could be provided.